Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manage (stm) evaluated the iabp and found that the transport was not seated well in the console, thus causing the leak. To resolve the issue, the stm added lube to the o-ring and reseated the iabp into the cart. All functional and safety tests were performed to factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was losing helium quickly. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.